Event description:
Country of complaints: france. It is reported that on june 11th, 2016 a patient's elbow was sutured. The follow up on july 26th, 2016 indicated the suture was slow to dissolve. The batch number is unknown; however, review of sales history indicates that the following batch numbers were provided to the reporting facility: 115171, 115075, 115133.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. Hyperglycemia began following a supply change. In addition, the dexcom g7 cgm experienced repeated issues resulting in periods with no cgm readings, limiting the insulin the ilet was able to deliver during that period to basal insulin only, as well as reading falsely low, causing the ilet to suspend insulin in response to the presumed hypoglycemia. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values and bg values within the limits of bg-run mode. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The hyperglycemic event was caused by a failed infusion set. The cgm issues of missing or inaccurate readings contributed to the severity of the event.